Event description:
During the index procedure ,the patient had two resolute integrity stents implanted in the rca. Patient suffered hematochezia (bright red blood per rectum) approximately 5 months post index procedure. The patient was on dual anti-platelet therapy at the time of the event. The investigator assessed that the event was not related to the study device. The patient recovered without treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (haemorrhage). Evaluation conclusions: known inherent risk of procedure (haemorrhage). (B)(4).